Event description:
It was reported that the patient¿s caregiver stated the patient announced a meal specifically to lower an elevated blood glucose, and education was provided that using meal announcements to correct hyperglycemia can disrupt algorithm behavior, interfere with automated corrections, and create insulin stacking risk; guidance was given that the system¿s correction algorithm would increase insulin to address the high glucose and that monitoring was appropriate. Symptoms included hyperglycemia as reported by the caregiver. Outcomes included no injury, no hospitalization, and no alarms. Investigation included a customer consultation with troubleshooting and education regarding proper meal announcement use and reliance on the automated correction algorithm. Investigation of this case revealed user technique concerns related to using meal announcements as a corrective action rather than for carbohydrate intake, with the device reported to be functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user technique.